Event description:
Customer reported an excessive occlusal load. There is a possibility that excessive load was placed on the implant body due to occlusal force or premature contact.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.